Event description:
It was reported an angio-seal device was deployed in a pt described as "skinny." Later, the pt started to bleed from the right groin (timeline unk). The following day, the pt underwent surgery to control the bleeding. The device anchor and collagen were not present at the puncture site and were not located in the artery. The vascular surgeon reported the angio-seal device components may ahve migrated from the arteriotomy site and remained inside the pt. There were no further complications and the pt was reportedly recovering. The pt was taking prescribed anticoagulants.